Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer obtained the results of 67 mg/dl on the left hand and 115 mg/dl on the right hand back to back within 10 minutes on the advantage system. Reporter stated that she gave the customer 2 units of the novolog flex pen based on the 115 mgd/l result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.